Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. High current was measured in the device that was isolated to the hybrid. However, during testing the high current was found to be intermittent and was lost during analysis. Attempts to recapture the high current in the lab were unsuccessful. The cause of the premature battery depletion is believed to be due to intermittent loading of the battery voltage in the hybrid; however, the source of the loading could not conclusively be determined.